Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
Additional information was provided on 07/28/2023, it was reported that this occurred in a procedure for a ligament injury that was corrected. All of the fragments were recovered, and no remains were left in the patient, another anchor was opened, and he completed the surgery.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/20/2023, it was reported by an arthrex employee via sems that an ar-2324 pctt peek knotless swivelock broke. This occurred during a case on (B)(6), 2023, the insertion angle was different from the path taken by the punctor, becoming weak and the anchor loosened. There was no additional information provided additional information was requested.